Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access 2 instrument for samples from one pt. From 2008 several samples were collected from a pt and tested for accu tni: sample a: accu tni result was 3.41ng/ml. Sample b: an initial accu tni result was ">96ng/ml-ovr" and the same result was obtained upon repeat. The diluted sample 1:10 gave a result of 66.2ng/ml ('ovr-the calculated concentration is above the highest or most concentrated calibrator). The sample was tested for troponin on a different instrument in the customer's lab and a result of 147ng/ml was obtained. Sample c and d: accu tni results were 69ng/ml and 22ng/ml respectively. The customer confirmed no death, injury, or change to pt treatment occurred for the pt as a result of this event.

Manufacturer narrative:
Based on an archived data, customer experienced several qc failures in 2008. Qc was repeated and resulted in range. Qc performed the same month, passed within the customer's established ranges. A system check performed on original date, was within specifications. The specimens were plasma type with lithium heparin, collected into 13x100 tubes. The samples were centrifuged at 3,000 rpm for 10 mins at ambient temperature. The specimens were tested within the time frame as recommended in the assay insert. Per customer, no sample integrity issues were noted when the samples were observed visually. Sample b was sent to beckman coulter inc. (Bci) for verification. The sample recovered high and did not significantly reduce with the addition of various blockers. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.